Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue started a few days after he obtained the subject meter (actual date not known). The patient manages his diabetes with insulin. He denied making any changes to his usual diabetes management routine after the meter allegedly stopped powering on. He reported that on an unknown date and time after the alleged issue began, he developed ¿blurry eyes¿. He denied receiving any treatment for his symptom above and beyond the usual routine of diabetes care and management. The patient was unwilling to perform troubleshooting. However, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using onetouch ultra test strips. It could not be established if the meter¿s battery needed to be replaced or whether the issue could be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event, i.e. Blurry eyes, after the alleged power issue began and the patient continued with his usual diabetes management routine.